Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.00/+6.0/111 diopter, in the patient's right eye (od) on (B)(6) 2016. The patient experienced refractive surprise. As of the day of MDR submission, the lens remains implanted. This case is currently under medical consultation.